Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. It was recommended to disassemble and clean or replace the exhalation valve and mechanical over pressure valve (mopv) assembly. No further information is available. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit intermittently is giving a message that it cannot pressurize the circuit. There was no report of patient involvement.